Manufacturer narrative:
It was reported that the device was not available for evaluation. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure : overheating battery pack and smoking probable root cause for smoke smell or flames coming from device : 1. Insulation melting 2. Excessive cauterization 3. User error 4. Nonconforming electrical components probable root cause for overheating: 1. Material/design error 2. User error the reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the battery pack overheated and the smoked. Therefore, there was a thermal event.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the battery pack overheated and the smoked. Therefore, there was a thermal event.